Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient¿s pacemaker was in backup vvi during a post-procedure follow-up. The device was not interrogated before implantation. The device was reprogrammed and the issue was resolved. There were no reported consequences to the patient.